Manufacturer narrative:
H6 - correct codes related to the investigation findings and investigation conclusions reported on the previous follow-up report have been provided.

Event description:
The customer reported a distorted image on the evis exera iii xenon light source. The problem was detected before the procedure and there was no patient harm associated with this event. Upon inspection and testing of the returned unit, a b30 (scope communication error) occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the inlet plug, chassis, front panel was deteriorated, and electrical contacts had poor contact. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the b30 error occurred due to a degradation of components. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.